Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that loss of connection issues occurred between the transmitter and the pump. No additional patient information was available. Multiple attempts were made by tandem technical support to follow up with the customer; however, all were unsuccessful.